Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician inserted the device into the trocar and was ready to load the first clip. He did not hear or feel any clicks or ratcheting when he attempted to advance the first clip. The device failed to load so another ae05ml was used to complete the procedure. The patient is fine.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73d1800668 was manufactured on 04/27/2018 a total of (B)(4) pieces. Lot was released on 04/27/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with no clip in the first position in the channel. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired since a clip was not in the first position in the channel. At this time, it was noticed that the next clip was pushed too far forward in the channel and was also broken. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. Another clip in the channel was found to be broken. The clip stacking could cause clips to break inside of the channel, as was the case for this sample, and can also prevent the clips from properly loading into the jaws. The sample was received with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loading issue" was confirmed based upon the sample received. One device was returned. The device was received with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which would prevent them from loading properly into the jaws of the device. The clip stacking also caused two clips to break inside the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the physician inserted the device into the trocar and was ready to load the first clip. He did not hear or feel any clicks or ratcheting when he attempted to advance the first clip. The device failed to load so another ae05ml was used to complete the procedure. The patient is fine.